Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.